Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio starter kit was missing test strips. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on at (B)(6) 2012, at 11 a.m. The patient reported managing her diabetes with glipizide (unknown dose), metformin (unknown dose), lantus insulin (10-15units) and levemir insulin (10-15 units). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that 4 hours after the alleged issue began she developed symptoms of "dizziness, numbness on forehead and felt weak." However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca educated the patient on the correct contents of the subject starter kit and confirmed that the test strips were missing. During troubleshooting the patient also mentioned that the starter kit was received in a package that had been opened prior to her receiving it. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury. However, this complaint is being reported as a malfunction because the starter kit did not include all of product advertised.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.